Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device operator is unknown. No information has been provided to date.

Event description:
It was reported that there was a cassette not attached properly error during testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device all intact. There was evidence of the error in the event history log. The reported problem was duplicated. During testing found the downstream occlusion sensor not functioning. A faulty/inoperable downstream occlusion sensor was the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 28-jul-2022 for downstream occlusion seal damaged. Downstream occlusion seal replacement can adversely impact the downstream occlusion sensor function if not performed correctly, but there was no evidence of an issue with the previous repair identified in the evaluation.